Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corner, cracked reservoir tube, cracked reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a missing end cap sticker.

Event description:
It was reported that insulin is squirting out during the manual prime. The insulin pump alarm during the prime process. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.